Event description:
Reporter indicated that a vns pt was experiencing chest pain, and diagnostic testing resulted in high lead impedance at a followup office visit. No pt trauma or manipulation was reported other than a grand mal two weeks prior to the discovery of high impedance. The patient's vns device has been programmed off, and revision surgery is likely. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.